Event description:
It was reported that an unstabe iop was encountered during cataract surgery. Due to this event the eye collapsed. No actual patient harm was reported. In addition, the issue encountered did not result in a prolonged or delayed surgery.

Manufacturer narrative:
The complaint is under investigation.

Event description:
It was reported that an unstabe iop was encountered during cataract surgery. Due to this event the eye collapsed. No actual patient harm was reported. In addition, the issue encountered did not result in a prolonged or delayed surgery.

Manufacturer narrative:
With regard to this event logfiles were provided for review and an eva surgical system was inspected on location. During the on-site inspection, it was determined that the eva surgical system was performing within specifications and the reported issue could not be reproduced. Review of the logfiles revealed that on the occurrence date of the reported event error messages occurred that indicate that the incoming air pressure. Review of logfiles of the march 14th also revealed errors indicating a possible issue with the input air pressure. However, in the logfiles from march 15th and march 17th no pressure related error were logged. The air input requirements are included in the eva instruction manual section a1.2 "eva environmental specifications". The requirements of the air input are specified to be 4 to 10 bar with a flow rate of 60 to 70 nl/min. Review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this complaint until today. Based on the investigation results a device problem could not be revealed. Since investigation of the returned module did not reveal any anomalies and the issue persisted after replacement of the module, it is considered most likely that the event was triggered due to a (temporary) too low flow rate or pressure of the input air supplied by the hospital. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva surgical system are included in the analysis. Since 2019 more than 850.000 surgeries have been performed with the eva surgical systems installed.